Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event. The third party service provider replaced the analog interface (ai) printed circuit board (pcb) and the issue was resolved. The ventilator was tested and checked to be running normally.

Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator generated an error code that rendered the ventilator inoperable. At this time, it is unknown if there was patient involvement. Medtronic/covidien was not authorized to evaluate/repair the device. A third party service provider inspected the device and found the reported issue. It was reported that the analog interface (ai) printed circuit board (pcb) needed to be replaced.